Event description:
The international customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm reported. The manufacturers service technician reported the problem was caused by a connection failure of the plug as the terminal was found deteriorated and a contact fault of the circuit breaker. The service technician will replace the circuit breaker and ac power cord to address the reported problem.